Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient became disconnected from the patient line and the patient line fell onto the floor during their pd treatment. The patient contact reported that the patient reconnected to a new connector and received an air detected in cassette alarm in drain 4 of 5 of their pd treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient went into the clinic and per the clinic¿s procedure was prescribed keslex, (orally 500mg, twice a day x 7 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but the patient did not complete treatment because it was so late. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. Additional information has been requested but has not been received.